Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced low blood glucose (bg) of 38 mg/dl with confusion associated with an alleged tactile change, moisture and damage keypad issue. It was reported that the audio bolus button was missing/peeling and there was moisture in the audio bolus button area. Reportedly, the patient remained on the pump, was treated by emergency medical services (ems) and received glucose tablets/glucose gel and food and drink as treatment. During troubleshooting with customer technical support (cts), it was revealed that the audio bolus button was over responsive to user presses, resulting in over delivery of insulin. This complaint is being reported because a hyper-responsive button may have caused or contributed to the hypoglycemia allegedly experienced by the patient.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: during investigation, the audio bolus button cover was found to be torn but still fully responsive to user presses. There was no visible moisture observed in the bolus button area. The last basal delivery was on (B)(6) 2017. The last bolus delivery was a 2.40 u normal bolus on (B)(6) 2017. No errors occurred during 24 hr duration testing. A review of the total daily dose (tdd¿s) added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Leak test fails due to bolus button leak. Removed pump cover; no internal moisture was observed. Removed bolus button cover; no moisture observed on the bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.